Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the customer believed dirt and debris may have entered the usb port. The customer¿s blood glucose was 91 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.